Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24331. It was reported the pt experienced a fall and since her scs stimulation changed. An sjm rep met with the pt and a system diagnostics showed high impedances. The rep was able to reprogram the pt's scs system and restored adequate stimulation therapy for the pt. However, x-rays taken revealed one of the pt's scs leads pulled out of the epidural space, and the other lead migrated down one vertebral body. The pt's scs leads were explanted and replaced. The pt reported effective stimulation therapy was restored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.